Manufacturer narrative:
Based on the results of the investigation, it is likely that the following led to the malfunction: it is likely that the phenomenon occurred due to flooding from a cable pinhole. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited cable pinhole flooding and a cable pinhole. There was no patient involvement.